Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced oversensing resulting in an inappropriate shock. The patient was caulking the roof of his recreational vehicle, and fell but was not injured. At an examination, no oversensing could be reproduced by performing arm movements. Review of the elecrograms did not show evidence of emi. The patient is reported to be pacer dependent, so inhibition of pacing is being assumed.